Event description:
Additional information received reported that the device was replaced and the patient was receiving "great" stimulation. A follow-up report will be made if additional information becomes available.

Event description:
It was reported that the patient was having telemetry issues and that the battery was overdischarged yesterday. A pmr (physician mode reset) was performed and the battery was pulled out of overdischarge. The patient noted having felt stimulation last week. The patient reported having to charge now twice per day versus approximately every three weeks as before. The patient noted the charge the implant to full and after about three hours it goes to a quarter full. The manufacturer representative had met with the patient and reprogrammed the implant (activated fewer electrodes, etc) and the patient stated it gave them about an additional three hours before they needed to charge. Further information reported that the patient was having the device replaced due to the battery requiring daily recharging. No patient outcome was provided. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 74002, lot# n226315, implanted: (B)(6) 2010, product type: adapter. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).